Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The explanted devices were requested for evaluation but were not returned. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this event is failure to follow the post-op rehab protocol. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The dfu also states that factors and risks impacting the safety and service life of the implant is based on extreme stress or strain resulting from work or sport related activities. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported in a medwatch that the patient underwent a reverse total shoulder three months prior. Patient started developing a squeaking sensation in her shoulder along with progressive pain. The patient was taken to the or for exploration of the shoulder. The glenosphere was grossly loose and simply fell out. The superior screw of the baseplate was broken. The entire shoulder prosthesis was removed and had to be replaced (unknown manufacturer).